Manufacturer narrative:
(B)(4). The lot was manufactured from august 15, 2014 to august 21, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was protruding out from the cap. This was found prior to use of the device. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 31.